Manufacturer narrative:
The customer canceled the svc call. This malfunction may have resulted in a possible accidental radiation occurrence

Event description:
The customer reported that the 9800 system had poor image quality and had 'live fluoro' on the monitor with no indication any x-rays were produced. No pt injury was reported.